Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratched display window, scratched case around display window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a cracked lens and the screen was greyed out. The insulin pump's screen also had two big spots. The customer accidentally drove over the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.